Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for an unknown surgery. During the surgery, the awl is bent and the approximator cannot be disassembled. The procedure was successfully completed without delay. The patient outcome is unknown. This complaint involves three (3) devices. This report is for (1) approximator flex-clip. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the approximator flex-clip (product code: 279712570 & lot no: nw129568) was received assembled with approximator fc sleeve at us cq. The visual inspection of the device indicated that the color coding on the device was almost faded. No other damages were observed on the device except normal wear which would not contribute to the alleged complaint condition. Functional test: the functional test was performed with the returned devices. The complaint device (approximator flex-clip) was stuck in the mating device (approximator fc sleeve) when received and it was hard to disassemble the devices. Upon disassembly of the devices with additional force during functional test, it was observed that mating device external threads were slightly damaged and the reduction tip component in the mating device was not able to be rotated smoothly as intended may be due to the thrust bearing component damage in the mating device. No damages were observed on the complaint device internal threads. The devices were not able to be assembled smoothly as intended during functional test due to the damaged mating device. Therefore the alleged device interaction issue cannot be confirmed for the complaint device. Can the complaint be replicated with the returned device(s): yes. The complaint condition occurred due to the damaged mating device. Dimensional inspection: the dimensional inspection cannot be performed as no damages were observed on the device and also due to the device geometry. Document/specification review: the following drawings reflecting current and manufactured revisions were reviewed: expedium 5.5 flex clip-on reduction device/ flex-clip assembly complaint confirmed? No. Investigation conclusion: the overall complaint was not confirmed for the received devices as no damages were observed on the device that would contribute to the alleged device interaction issue. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw129568 was released in a single batch. Batch1: lot was released on march 26, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.